Event description:
Per the clinic, the patient experienced pain and an infection with purulent discharge (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). However, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced skin breakdown (ulcer) at the magnet site (specific date not reported). The patient was treated with IV antibiotics for five days, oral antibiotics for five days and topical antibiotics for six weeks (specific date not reported). The patient was hospitalized for five days during the IV antibiotics treatment (specific date not reported). The implanted device remains.